Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. On the same day as the onset of the hernia, the patient was hospitalized for the event. The cause of and the location of the hernia was not reported. An operation for the hernia was scheduled to occur six days after the onset of the hernia. Three days after the onset of the hernia, physioneal therapy was discontinued, and the patient began hemodialysis. The patient planned to restart pd therapy in one month. At the time of this report, the patient was recovering from the event. No additional information is available.